Event description:
Caller reports while breaking the glass ampule in the coaguchek control vial, a piece of glass penetrated the plastic vial and cut her finger. Caller had wrapped the vial in a tissue prior to breaking the ampule. No adverse event reported.